Event description:
During a scheduled follow up, the device was found in standby mode. Reinitialization attempts did not succeed and "telemetry error" messages were displayed. Therefore the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.